Manufacturer narrative:
H.6. Investigation summary: bd received 1 sample and 1 photograph from the customer in support of this complaint. Evaluation of the attached photograph and returned sample, indicated that the stopper had been molded incorrectly. Evaluation of the 100 retained samples from this lot number did not identify any further examples of this defect. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the sample and photo provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Based on the investigation results, no root cause from the manufacturing process has been identified as a contributor to this stopper molding defect. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on: 03-oct-2023.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was a broken lid/cap. The following information was provided by the initial reporter: defect: the rubber stopper of the blood collection tube cap is deformed quantity: 1 piece. Impact: no other adverse effects on patients.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was a broken lid/cap. The following information was provided by the initial reporter: defect: the rubber stopper of the blood collection tube cap is deformed quantity: 1 piece. Impact: no other adverse effects on patients.

Manufacturer narrative:
E.1 (B)(6). Hospital. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.